Event description:
Reporter stated that the patient's blood glucose was tested,using the suspect device,with a result of 219 mg/dl. Based on this result,patient was reportedly given 14 units of nph insulin. Reporter state that,shortly thererafter, patient became agitated,started throwing food,and was stricking staff members. Emergency medical services were reportedly summoned and upom their arrival, 30 minutes later, patient's blood glucose measured 24 mg/dl (on paramedics' blood glucose monitor). Reporter stated that patient was treated with intravenous fluids (contents not provided) and was transported to the hospital for 7 days; however, she was unable to provide any details of patient's diagnosis or treatment. Patient's current condition:"feels fine." Quality control testing had not been performed on the system.technical support requested the return of the suspect product and replacement product was shipped.